Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, follow up computed tomographic imaging revealed approximately 5mm aneurysm enlargement. An angiograph also reportedly identified a proximal type I endoleak. According to the report, the infrarenal aortic neck was tortuous, and may have been a contributing factor to the type I endoleak. A type ii endoleak from an iliolumbar artery was reportedly also observed during the follow-up examination. On (B)(6) 2020, a re-intervention procedure was performed to treat the proximal type I endoleak. An additional stent graft was placed proximally below the renal arteries, but a small endoleak was still observed; therefore, coil embolization between stent graft and aortic wall was performed. A very small proximal type I endoleak reportedly remained, but the no further treatment was rendered, and the physician will continue to monitor the patient. The type ii endoleak was not addressed at this time. The patient tolerated the procedure.